Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple alarms that were shutting insulin delivery down. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.